Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that drive support cap loose. The drive support cap was flush a couple of months ago. The drive support cap has been protruded for a few weeks. Customer has been pushing it back in. Advised customer to discontinue the use of the insulin pump. The insulin pump will be replaced. Nothing further reported.